Event description:
It was reported that (2) devices were used during a gallbladder procedure. It was reported by the affiliate that the 512sd trocars would not activate (arm). Another instrument was used to complete the case. There was no consequence to the pt.